Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module and the nozzle unit of the air gas module. The o2 gas module was sent for further investigation. During visual inspection it was noticed that the returned o2 gas module came without a nozzle unit. Simulated use testing of the returned o2 gas module failed the pre-use check with flow transducer test. The o2 concentration was higher than set, 65% instead of 60% during ventilation and the logs shows that the o2 gas module delivered about 0.84 liter extra. Our investigation has concluded that the reported problem was due to a component failure on printed circuit board inside of the gas module. It was not possible to find which component was the defective one. Moreover, the visual inspection also revealed that the gas module filter was old, from the year of 2019. Maintenance of the system must be performed with the following intervals by personnel trained and authorized by getinge, preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first.

Event description:
Manufacturers ref: #(B)(4).